Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and confirmed that the customer would restart the system 3 times and then wait 10 minutes before the system would start-up. Then, a few minutes later, the system's screen would go dark again. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the host pc was unable to boot up. The fse replaced the host pc. The host pc was returned for analysis and failure analysis found that the host pc had failed due to a bmc failure, which caused the host pc getting stuck during the start-up process. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be turned on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.